Manufacturer narrative:
The technical service engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended to perform the software update to the latest version

Event description:
It was reported that an 840 ventilator had a vent inop condition and the device stopped cycling. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
(B)(4). This information was missing on initial medwatch submitted.

Manufacturer narrative:
(B)(4). Customer requested on-site service and the repair and evaluation of the device have been completed. The service engineer (se) replaced the breath delivery unit (bdu) printed circuit board (pcb). The unit passed all testing and operates within the manufacturing specifications.